Manufacturer narrative:
The user guide states: ¿your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an auto-off alarm occurred. The customer confirmed that there had been no interaction with the pump for an extended period. The customer¿s blood glucose (bg) level was above 600 mg/dl with high ketones. The customer went to the emergency room (ER). Bg was treated with intravenous insulin and fluids. Reportedly, the customer left the ER 8 hours later with bg of 150 mg/dl and small ketones. Customer adjusted the auto-off safety feature to address the issue.